Event description:
It was reported that the patient presented to the hospital for a pacemaker implant. During procedure, it was observed that there were high pacing impedance and low sensing amplitudes on the right ventricular lead. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of high pacing lead impedance and low sensing amplitudes on the right ventricular lead were not confirmed. A complete lead was returned in one piece for analysis. Electrical, visual and x-ray examination was normal with no anomalies found.